Event description:
Site was to scan a pt. The pt (380lb) sat on the fx table and the table splintered and sagged. The pt was not injured. The c.s.e. Was told of the occurrence when he arrived to perform unrelated maintenance on the system.